Manufacturer narrative:
(B)(4). Power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance ( pcb 1). After disconnecting and reconnecting the internal battery connector pcba 1. Pump was monitored and functioned properly.

Event description:
It was reported that the insulin pump had draining battery within 1 to 2 days. The customer¿s blood glucose level was 6.7 mmol/l at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.